Event description:
Ambulance personnel were monitoring a patient and reportedly observed the device display a leads off message, accompanied by a loss of the patient's ECG rhythm from the monitor screen. No patient details were made available.